Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The cause of death was diabetic coma. The customer was not wearing the insulin pump at the time of death, it was reported that the customer's doctor had instructed her to disconnect from the insulin pump due to the programming being incorrect. The customer's doctor was contacted, but he stated that he was not the doctor who had instructed the customer to disconnect from the insulin pump. An attempt was made to contact the customer's next of kin, but the phone number was disconnected. Nothing further was reported.